Event description:
It was reported that the pt received a durom hip generic on an unknown date. It was further stated by the pt that he experienced groin pain. The pt is currently being monitored.

Manufacturer narrative:
The MFR did not receive explanted devices, x-rays, or other source documents for review. As neither article, nor lot number is known, the review of the quality records could not be performed. Since the implant date is unknown, this case will be treated as a case which is related to the issues for which zimmer implemented a correction in 07/2008. Should additional info become available and/or the devices be returned for eval and an investigation result be made available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).